Event description:
Operating room table was non-operational. Patient was taken from the or to post anesthesia care unit (pacu). Engineering called. Attempted to secure or table from other department, however they were unable to safely release one of their or tables. Engineering tried several different methods to fix the or table and finally were able to get the table operational.